Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection approximately on month post implant. There was an epicardial lead abscess and a positive blood culture for (B)(6). At the removal, a significant amount of purulent material was around the epicardial leads. The system was replaced with a single chamber device and tranvenous right ventricular lead. No further patient complications have been reported as a result of this event.